Manufacturer narrative:
Initial 7 of 8. E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced eight infusion sets fell off during use on (B)(6) 2026. The set had been in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully.